Event description:
It was reported that stent failure to expand occurred. The over 55% stenosed target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was used for treatment. However, when the stent was withdrawn, it was noted that the proximal 1/3 of the stent could not be deployed. After 5-30 balloon dilation, the stent shape recovered by 90 percent. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the lesion was generally calcified and non-tortuous. Additionally, the stent was difficult to deploy. It was further reported that when the stent was released, it was observed that the one-third of proximal end was not opened.

Event description:
It was reported that stent failure to expand occurred. The over 55% stenosed target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was used for treatment. However, when the stent was withdrawn, it was noted that the proximal 1/3 of the stent could not be deployed. After 5-30 balloon dilation, the stent shape recovered by 90 percent. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the lesion was generally calcified and non-tortuous. Additionally, the stent was difficult to deploy.

Event description:
It was reported that stent failure to expand occurred. The over 55% stenosed target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was used for treatment. However, when the stent was withdrawn, it was noted that the proximal 1/3 of the stent could not be deployed. After 5-30 balloon dilation, the stent shape recovered by 90 percent. The procedure was completed with another of the same device. There were no patient complications as a result of this event.